Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technician accidentally bent the pusher assembly of a pod packing coil (podj) pusher assembly on the back table. The damage to the podj occurred prior to use and, therefore, the podj was not used in the procedure. The procedure was completed using a new podj.